Event description:
It was reported that during an open sigmoidectomy procedure, the surgeon was using a circular stapler to create anastomosis between the large colon and rectum. The stapler was working fine and nothing unusual was noticed until the surgeon tried to remove it. He had difficulties. Then it was noted that one staple was missing from the staple line as the anastomosis did not pass leak test. They had to manually suture the hole in the anastomosis. Surgery was prolonged five minutes. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information provided: how was it confirmed that the device was fully fired? Surgeon confirmed that he heard the crunch when the washer broke and fired the device plastic to plastic how was it confirmed that the anvil was free from the tissue prior to removing the device? When opening the device they moved the device in fishtale movement to make sure that the device was freed from tissue after firing. Where was the area of staple line failure? At approximately 12 o¿clock there was about 0.5 cm gap in the staple line that had to be sutured by hand. What was the appearance of the staples? The staplers in the staple line had decent b-shape and were correctly formed. What was the appearance of the donuts? Both donuts were complete and equal in size the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The instruction for use provide detailed instruction of device removal. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.